Manufacturer narrative:
(B)(4).

Event description:
It was reported a declot procedure was being performed on a patients graft. While the device was being used the black tip broke but did not separate from the catheter. The physicians then took the device out of the patient intact. There was no delay in treatment and no patient death or complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint of the black tip broke but did not separate was confirmed. The customer returned one 5 fr ptd catheter assembly. The assembly was received with the basket retracted into the sheath and the entire black tip remained attached to the basket assembly. Microscopic examination revealed that a hole was created in the black tip at the base of the distal connector and approximately 2.0 mm from the proximal end of the tip. The distal end of the connector was protruding from the hole on one side of the tip and the other side appeared typical. The tip and connector assembly length measured 0.5285" which meets the length specification per graphic (0.5156-0.5626"). The entire tip remained attached to the basket assembly but it was damaged. No other defects or damage were observed with the catheter or the basket. The IFU for this product provides instructions in the event the black flexible basket tip "folds over" itself and while in use, states that the exposed portion of the catheter is to be kept straight at all times to aid in successful basket deployment. It warns the user that the rotating basket is to be withdrawn in the other remarks: deployed position prior to reaching the sheath at a recommended rate of 1-2cm/second when sharp radii is encountered and that the catheter is not to be advanced forward during activation. It also warns that potential fatigue failure of the ptd cable and fragmentation basket may occur with prolonged activation of the ptd device. The IFU also provides various warnings and precautions for the user to reevaluate treatment or to consider alternative treatments if there is a presence of venous outflow stenosis greater than 10cm long, untreatable conditions or large pseudoaneurysm. A device history record review, based on sales history, was performed and did not reveal any manufacturing related issues. Based on the damage observed and the time of discovery, operational context appears to have caused or contributed to this event. No further action will be taken.